Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a bubbled dso seal. A review of the device's event history log found a record of a ?system fault 44,510". Functional testing was conducted. Upon review, the reported problem was duplicated. The root cause was unable to be established. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6). B3: unknown., corrected data: health effects corrected.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed error code 44510. No patient injury/involvement reported.